Manufacturer narrative:
On 30 june 2017 the medical affairs director performed a clinical evaluation and commented as follows: four months after primary surgery the patient was complaining about limping. Radiographic image provided shows a subsided stem and a shortened limb. According to the report, the reason of this subsidence may be due to an intraoperative trochanteric fracture, a possible adverse event during femoral preparation. The surgeon decided to replace the femoral head with the aim to restore limb length without removing the stem that seemed well fixed. It is conceivable, however, that the patient may still limp due to a weakened trochanteric area. Batch review performed on 19july 2017. (B)(4).

Event description:
The patient complained that he was still limping. After x-ray it was noted that there was a fracture at the greater trochanter and that the stem had subsided around 10 mm. It was not clear if the fracture occured during the primary surgery or post surgery. The surgeon decided he would revise the head to restore the leg length. The stem was left in place. The surgery was completed quickly and successfully.